Manufacturer narrative:
Reported event: an event regarding instability involving an unknown knee implant was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Revision implants were a size 5 ts femur with 12x50 stem and 2 augments, and a 4x11 ts insert. Sales rep has confirmed: revised for stability.